Manufacturer narrative:
Upon receiving additional information, it was discovered that there is no event.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is being revised for poly wear.